Event description:
Pt augmented with silicone breast implants approx 27 yrs ago. Having increased pain and discomfort and breast are becoming hard and firm. Physician exam bilateral grade 4 capsular contraction and ptosis. Palpable masses bilaterally. Pt underwent bilateral capsulectomy with implant removed. Both implants were ruptured but within the capsule. Pt was augmented with mentor gel implants bilaterally. Also bilateral mastopexy.